Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in poor physical condition; the front and rear housing was damaged and the lcd screen was cracked. The customer's reported problem regarding ec 1210 was verified by simulation testing. The device was powered up and alarmed ec 1210, which is corruption of the circuit board memory. Additionally, the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results the circuit board, screen, and front/rear housing were replaced, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "bleeding lcd and ec 1210". No patient involvement was reported.